Event description:
As reported, the package of the 7x150mm smart 120 stent was opened, and stent was noted to be partially deployed. The patient was fine with no injury. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6 the package of the 7x150mm smart 120 stent was opened, and stent was noted to be partially deployed. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The patient was fine with no injury. The product was not returned for analysis. A product history record (phr) review of lot 18103855 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/during prep¿ was not confirmed. The device was not returned for analysis, and neither were procedural film/images. Procedural factors such as the user¿s interaction with the device during device preparation may have likely contributed to the reported event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the events reported. According to the instructions for use (IFU) ¿ensure that the tuohy borst valve, connecting the inner shaft and outer sheath, is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the package of the 7x150mm smart 120 stent was opened, and stent was noted to be partially deployed. The patient was fine with no injury. Additional information and device return was requested; however, both were not obtained after multiple attempts made.